Event description:
--

Event description:
Boston scientific received information that this right ventricular (rv) lead had been exhibiting rising pacing impedance measurements which increased to greater than 2000 ohms. A short episode of noise was noted on the pace/sense channel. Lead dislodgment was observed and a the lead was removed from service and replaced without further incident. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. No other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
The lead is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is processed.